Manufacturer narrative:
Since nothing is to be returned for eval, the incident cannot be confirmed or denied. The mfg batch records for the device were reviewed. The batch records were not atypical, there are no similar incidents against this batch.

Event description:
The pt had previous surgery this same day for a leg problem, and a hemashield, previously soaked in rifampicin, had been implanted. Due to subsequent ischemia of the foot of the other leg, the pt was returned to surgery at 11pm, the same day. A second graft, previously soaked in rifampicin, was anastomosed to the first as a femoral-femoral jump graft. This graft continuously "oozed" an unk quantity of blood. Direct pressure was applied to the graft for approx one hr, and protamine administered to reverse the heparin, whereupon adequate hemostasis was achieved to allow the wound to be closed. The graft was left in. The wound had been closed with a wound drain insitu. The pt lots a total of one liter of blood through the wound drain overnight. The exact amount lost through the graft is not attainable. The pt's condition is ok.